Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to a scratch on the lens. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the lens was damaged while being inserted. Another same type lens was implanted.